Event description:
It was reported that the scale was inaccurate due to a scale zeroing error. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.